Event description:
It was reported that during a hemi-colectomy, there was an instrument error. The procedure was completed with another device. The device was dropped after leaving the sterile field, breaking the tip. No patient consequences were reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.